Manufacturer narrative:
Engineering evaluation: the events of swelling, erythema and pruritus are expected. The event of deformity is unexpected but possibly related to the swelling. No corrective or preventive action will be initiated. Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch, 14176. The batch is manufactured and released according to galderma uppsala quality management system. Pharmacovigilance comment: the serious event of swelling and non-serious events of erythema and pruritus were considered expected and possibly related to the treatment. The non-serious event of deformity was unexpected, but assessed as closely related to the swelling. Potential contributory factors include concomitant administration with dysport and topical pliaglis. The company conservatively upgrades the case to serious and reportable due to the multiple medical interventions including intramuscular corticosteroids. Distribution comment: the company conservatively upgrades the case to serious and reportable due to the multiple medical interventions including intramuscular corticosteroids.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-jun-2017 by a physician which refers to a female patient aged (B)(6) years. This narrative also contains follow-up information reported on 09-jun-2017 and 12-jun-2017 by the physician. Associated pliaglis case (B)(4). The patient had no relevant medical history and was not pregnant neither breastfeeding. The patient did have allergy to topical corticoids, allergy to nickel and allergy to balm of (B)(6). The patient had previously received treatment with restylane perlane lidocaine on an unknown date. On (B)(6) 2017, the physician applied 10mg of pliaglis cream 30g [pliaglis] on the patient's face (0.5ml on each side) before the restylane perlane lidocaine injection. The cream was applied topically and spread with the hand on the patient's face for anesthetic of the area. Around 30 minutes after the application, the physician removed the pliaglis from the patient's face and thereafter performed the injection. The patient received treatment with 2ml restylane perlane lidocaine (lot 14176) on the malar and nasogenian area. Around 0.5ml was injected in each area using the provided needle with an application technique reported as subcutaneous on malar region and intradermal on nasogenian sulcus. Concomitantly, the patient was also treated with dysport 300u [dysport]. A total dose of 0.2ml of the dilution (300ui for 2ml of saline) was injected in 4 face dots on each side, 01ui to 02ui of product per dot, in total 10ui injected on periorbital facial lines for ocular wrinkles. On (B)(6) 2017, the patient showed redness/mild erythema on the face after the procedure, so the physician applied urby cream [cosmetics] and the patient left the clinic. Few hours later, the patient experienced swelling (swelling) and itching (pruritus) on the face. On the same day, at night, the events got worse and on the next day, further worsened. The physician informed that patient's face was disfigured (deformity). On (B)(6) 2017, the physician evaluated the patient and prescribed prednisone [prednisone] 1 tablet of 20 mg a day orally and to apply cold compress on the face. However, this treatment did not work and the patient was prescribed prednisone 40mg a day instead, without improvement. Therefore, the physician injected diprospan disodium phosphate [betamethasone sodium phosphate] [betamethasone dipropionate], intramuscular. Additional medicine was prescribed, hixizine 25 mg [hydroxyzine hydrochloride] (hydroxyzine), allegra 60 mg [fexofenadine hydrochloride] and aquafor [xipamide]. On (B)(6) 2017, the physician reported that the patient was still not recovering. Approximately three days after the injection, the patient was improving. The physician evaluated the severity as severe and evaluated the causality as possible. No hospitalization occurred and no lab test was performed. At the time of the report, the outcome for all the events was recovering and the patient had a good regression of the condition. In addition, the physician informed that this pliaglis tube was used in another patient that didn't experience any adverse event.

Manufacturer narrative:
Engineering evaluation: the events of swelling, erythema and pruritus are expected. The event of deformity is unexpected but possibly related to the swelling. No corrective or preventive action will be initiated. Manufacturer narrative: a batch record review concluded that no potential quality issues have been identified in the manufacturing process of the specified batch, 14176. The batch is manufactured and released according to galderma uppsala quality management system. Pharmacovigilance comment: the serious event of swelling and non-serious events of erythema and pruritus were considered expected and possibly related to the treatment. The non-serious event of deformity was unexpected, but assessed as closely related to the swelling. Potential contributory factors include concomitant administration with dysport and topical pliaglis. The company conservatively upgrades the case to serious and reportable due to the multiple medical interventions including intramuscular corticosteroids. Distribution comment: the company conservatively upgrades the case to serious and reportable due to the multiple medical interventions including intramuscular corticosteroids.

Event description:
On (B)(6) 2017, the physician applied 10mg of pliaglis cream 30g on the patient's face (0.5ml on each side) before the restylane perlane lidocaine injection. The cream was applied topically and spread with the hand on the patient's face for anesthetic of the area. Around 30 minutes after the application, the physician removed the pliaglis from the patient's face and thereafter performed the injection. The patient received treatment with 2ml restylane perlane lidocaine (lot 14176) on the malar and nasogenian area. Around 0.5ml was injected in each area using the provided needle with an application technique reported as subcutaneous on malar region and intradermal on nasogenian sulcus. Concomitantly, the patient was also treated with dysport 300u. A total dose of 0.2ml of the dilution (300ui for 2ml of saline) was injected in 4 face dots on each side, 01ui to 02ui of product per dot, in total 10ui injected on periorbital facial lines for ocular wrinkles. On (B)(6) 2017, the patient showed redness/mild erythema on the face after the procedure, so the physician applied urby cream [cosmetics] and the patient left the clinic. Few hours later, the patient experienced swelling and itching (pruritus) on the face. On the same day, at night, the events got worse and on the next day, further worsened. The physician informed that patient's face was disfigured (deformity). On (B)(6) 2017, the physician evaluated the patient and prescribed prednisone 1 tablet of 20 mg a day orally and to apply cold compress on the face. However, this treatment did not work and the patient was prescribed prednisone 40mg a day instead, without improvement. Therefore, the physician injected diprospan disodium phosphate [betamethasone sodium phosphate] [betamethasone dipropionate], intramuscular. Additional medicine was prescribed, hixizine 25 mg [hydroxyzine hydrochloride], allegra 60 mg [fexofenadine hydrochloride] and aquaphor [xipamide]. On (B)(6) 2017, the physician reported that the patient was still not recovering. Approximately three days after the injection, the patient was improving. The physician evaluated the severity as severe and evaluated the causality as possible. No hospitalization occurred and no lab test was performed. In addition, the physician informed that this pliaglis tube was used in another patient that didn't experience any adverse event. At the time of the report, the outcome for all the events was recovering and the patient had a good regression of the condition. On (B)(6) 2017 it was reported that the patient had recovered from the events. A contact test will be performed to further investigate the adverse events. Tracking list: initial report. (B)(6) 2017: information that the patient had recovered obtained.